Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens. See MFR# 2023826-2011-00705 for right eye.

Manufacturer narrative:
(B)(4). (B)(4).